Event description:
Customer reported the alarm is broken but could not provide any other information. Customer did not provide the date when the issue was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned alarm did not confirm the reported issue; no physical damage observed the alarm unit. However, unit powers on and with the sensor cable is plugged into the receptacle and moved, the alarm sounds intermittently. One of the pins inside the sensor receptacle is bent out of position. Sensor plug fits loosely inside the sensor receptacle. (B)(4).